Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; "laminar seroma"; "silicone-induced granuloma."

Event description:
Healthcare professional reported left side capsular contracture baker grade IV , "progressive worsening and local hardening", "radial folds", "laminar seroma" and "silicone-induced granuloma." Devices remains implanted.